Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 61-year-old male was implanted with a impella cp for support during high-risk cardiac procedure. It was reported that the patient went for extracorporeal membrane oxygenation decannulation yesterday morning without difficulty. In the unit, postop, team weaned off epinephrine drops (epi gtt). 30 minutes later, dropped mean arterial pressure into the 40s, patient went into pulseless electrical activity arrest. Pump alarming position unknown. Dropped to p2, one round of cardiopulmonary resuscitation, with return of spontaneous circulation. Resumed p6 and epi gtt. Transthoracic echocardiogram showed pump in good position and depth. No further complications. Weaned off epi and extubated this am. Patient is stable this am.

Manufacturer narrative:
The investigation was completed and no device was returned. Ppae( cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details. (Hypotension): the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.